Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the physician requested that this pacemaker device be returned for product analysis. The physician found the explanted device in a drawer. The facility does not know when it was explanted, but suspects device was found in safety mode.